Event description:
Harmonic device, serial number (B)(4). Blue cord leads were checked and passed. Surgeon attempted to use device on patient. Surgeon stated, "hand piece will cauterize, but not cut, cannot be used." FDA safety report ID# (B)(4).